Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported during a primary infusion of 300 mg iron in 250ml of normal saline with an intended rate of 167 ml/hour, the silicone portion of the set ballooned then ruptured. This led to the medication being sprayed out. There was no patient harm.